Event description:
It was reported that a pump displayed alert 124 indicating a memory power supply error, after which the care team used their pump to replace the patient¿s pump and an out-of-box replacement was initiated via standard shipping. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews, analysis of information provided by the user or third party, and receipt and inspection of the returned device. Investigation of the device engineering logs confirmed previous alert 124 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.